Event description:
Same case as MDR ID: 2134265-2014-08320. It was reported that a rotawire tip detachment occurred. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A rotablator rotational atherectomy system and a 330 cm rotawire¿ and wireclip¿ torquer was advanced to treat the target lesion. Rotablation was performed six times with a burr. On the last pass, it was noted that the wire got fractured. The wire was then pulled back and the tip remained in the body. The physician performed stenting on the area were the tip was located and embedded it into the artery wall. The procedure was completed with this device. No patient complications were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch # (B)(4) that the lesion was complex, tortuous, and previously stented. The broken wire was lodged between the struts of the implanted stent. The physician opted to continue with procedure and did not attempt to remove the broken wire. Additional stent was placed over the area to entrap the portion of the wire.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).